Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when removing an instrument from the trocar-sleeve, the universal seal was leaking; air was coming out of the universal seal. It looked like the seal flaps were turned around. When the instrument was inside or re-entered the trocar, the seal was leak proof. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.